Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-40486.

Event description:
It was reported the customer was hospitalized for high blood glucose of 646 mg/dl. Customer was not in an accident. Customer's symptoms were stomach cramps and very high blood glucose level. Customer has diabetic ketoacidosis. It was unknown if the customer was wearing the device during the time of emergency visit. When asked if basal rates were correct it was reported the doctor had raised them. No further information reported.